Event description:
The customer reported a gravity primary infusion continued to drip after nurse closed roller clamp. The customer further reported that there was no pt harm or medical intervention and that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the device was discarded. Unable to determine the cause of the customer's reported event because the device was not returned for eval.